Manufacturer narrative:
The apollo micro catheter was returned for analysis and decontaminated. The total length and usable length of the apollo micro catheter were measured and found to be within specifications. No issues were found with the apollo micro catheter hub. No bends or kinks were found with the apollo micro catheter shaft. The 3.0cm tip was found to be detached from the apollo micro catheter and returned with the apollo micro catheter. The apollo micro catheter was flushed, water exited from the distal end. No issues were found with the detached tip. The ldpe coupling tube overlap length was measured to be 1.60mm and the length from the proximal end of the detached tip to the edge of the overlap region was measured and found to be within specifications. An in-house 0.010¿ mandrel was inserted through the detached tip. No obstructions were detected. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has not yet been returned for evaluation, therefore the cause of the clinical observation cannot be confirmed. Additional information has been requested. Should it become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation, the tip of the catheter was reportedly detached. As a result, the device was not used in the patient.